Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The irregularities noted. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard and the probe cracked. After that, the probe broke when the probe received a load when user checked the probe. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an open hepatectomy. After about 1 hour use, the device didn't work. And the probe of the device was broken when the user checked the probe. The broken tip fell outside the patient. The procedure was completed with another thunderbeat device. There was no patient injury reported.